Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that he had to reboot the insulin pump 2-3 times in the last couple of months. Customer removed the battery and has to reset the pump. Customer stated that he has had a blank display and battery out limit alarms in the past. Customer stated that the pump alarmed during normal use. Customer was advised that he will be sent a replacement battery cap. Customer ran a self test and the pump passed. Customer does not have a new battery to test with the pump. Customer was advised to revert to a back-up plan if the display does not return and until the replacement battery cap arrives.